Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as burning rash all over. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removal of the lifevest for the skin irritation. Outcome of the irritation is unknown